Event description:
It was reported that during implant the physician was having difficulty with the atrial setscrew. The device was not implanted.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported setscrew anomaly was confirmed. Analysis found the a septum to be damaged. The setscrew was not returned. A test lead inserted normally and secured well to the header.